Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should fsurther information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had pulled back. Ra function was still good. So, the lead was then repositioned and the pocket was closed without complication. This ra lead remains in service. No additional adverse patient effects were reported.